Event description:
It was reported post implant of a realize band, on (B)(6) 2010, the patient was experiencing abdominal pain. Under examination, it was discovered that the port had flipped. On (B)(6) 2010, the patient underwent a port replacement without any complications.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.